Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout for normal battery depletion, the device was reprogrammed to vvi 50, and then the patient spontaneously went into ventricular fibrillation (vf) during bovie cauterization. The patient was externally defibrillated. After resuscitation, the device was interrogated and a power on reset (por) had occurred, with a lead warning given and episode electrograms (egms) not available from during the vf event. Review of performance data showed no lead issues prior to the por, and that the lead warning occurred either during the programming session or during the presence of a magnet, and was logged when diagnostics resumed almost two hours after the por. The device was explanted and replaced. No further patient complications have been reported as a result of this event.